Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, which is off label usage of the device on (B)(6) 2021. On (B)(6) 2022, the patient reported his cgm/tandem pump alerted him during the night for low. He self-treated with cereal and juice and went back to bed (a bg was not performed at the time). At approximately 3:00 am, his cgm/tandem alerted for a high, 400 mg/dl. He self-treated with insulin boluses from his pump (a bg was not performed). His cgm value continued to decrease; it was 100 mg/dl and continued to decrease to 40 mg/dl. He became dizzy and called emergency medical services who administered dextrose gel and transported the patient to the hospital. The patient was treated in the emergency department (ed) with IV glucose drip and breakfast. Blood and urine tests were performed (results not provided) and when his bg stabilized at 125 mg/dl, he was released home. At the time of the report, the patient was in stable condition. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.